Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor was fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted, the outer insulation was breached cut, the helix was distorted/bent and there was blood in/on the helix mechanism.

Event description:
It was reported that the patient received three inappropriate shocks, the right ventricular lead impedance increased and was greater than 2500 ohms and there was an apparent lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.